Event description:
Customer alleged the concentrator caught on fire. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 4 years 3 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the irc5lx concentrator allegedly caught fire. No injury alleged. Dealer alleges that the consumer smokes in bed. The concentrator is being returned to invacare for an inspection and evaluation.